Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the splenectomy procedure, the physician connected reload to the adapter and closed the jaws for checking, however the jaws did not react with closed. Then the physician removed the cartridge with closed jaws by force, however could not open the jaws any more. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.